Event description:
Spontaneous call from pt who reported that starting a couple of days ago she noticed that her cartridge cap will not screw on the pump (sn (B)(4)). She says she thinks a piece of the cap broke off inside the cartridge hole because she tried the cap for her other pump and another spare cap she had, and neither would fit either, but all work fine on other pump. Patient is using back-up pump which is functioning fine. Told her will send replacement pump to her. Product fault occurred while in use with patient. Product issue did not cause/contribute to patient/clinical injury. Actual device is available to be returned for investigation. We did replace device. Reported to (B)(6) by: patient/caregiver.